Event description:
Customer's mother called in to report that the customer has been experiencing high blood glucose. There was a hospitalization due to high blood glucose 3 weeks ago. The customer was treated and released. Customer's mother asked for assistance with inserting the infusion set. Assistance was provided. The insulin pump required a new battery and functioned properly after the battery was replaced. No additional assistance needed. Blood glucose reading at the time was 478 mg/dl. The customer has been treated with manual injection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.